Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: the root cause of this failure is due to a misload of the set by the operator prior to running the procedure.

Event description:
Approximately three hours into an autologous stem cell harvest, the optia apheresis machine alarmed due to a leak within the centrifuge, the machine then came to a halt. When the centrifuge was opened, there was a tear in the top corner of the kit, where the blood and plasma lines join on the outside of the area. The kit had also moved upwards within the harness. The procedure was stopped. The collected stem cells were sealed and disconnected from the machine and safely sent to the storage laboratory. The machine had processed 6733 litres of blood and collected 113 mls of product. No medical intervention was required for this event. The patient's information is not available at this time. Terumo bct is awaiting the return of the disposable set for investigation. This report is being filed in response to the customer filing a sae report with their local authorities.

Event description:
The customer was unwilling to provide the patient information regarding this event.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Investigation: the disposable kit was returned and evaluated. A channel misload at the inlet end of channel was found, along with an 8cm witness mark, a 2cm wearmark and 0.5cm tear/burst in the vinyl. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.